Event description:
The user facility reported that the users experienced a complete loss of image during a colonoscopy procedure. The procedure was reportedly completed using a similar, but different device and there was not patient injury. The users reportedly duplicated the phenomenon following the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The image was found to be intermittently flickering with a brief loss of image, however, there was evidence of fluid invasion inside the endoscope connector, electrical connector, and the charge coupled device unit assembly, which likely contributed to the reported difficulty. As the device passed the leakage test, the cause of the fluid invasion appears to be due to user handling. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.